Manufacturer narrative:
The customer¿s report of an unknown issue was confirmed. Visual inspection of the set noted clear fluid inside the tubing throughout set. No damages or anomalies were observed. Functional and pressure testing confirmed leaking on the tubing sleeve below the drip chamber. Closer inspection under the magnification observed a pinhole leak in the center of tubing. The source of the customer¿s report was due to a small leak at the tubing sleeve below the drip chamber. The root cause of the leak was due to a manufacturing issue relating to overexpansion of the tubing sleeve during assembly.

Event description:
It was reported that the tubing set had an unknown issue.